Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing reoccurrence of pre-existing pain due to high impedances on the lead. The patient was also experiencing pain at the implantable pulse generator (ipg) site as the ipg was superficial. Reprogramming of the lead was performed but the issue remained. The patient underwent a revision to replace the lead and reposition the ipg. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to initial MDR in blocks: d6a implant date and h6. Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 351710. The explanted lead was returned to boston scientific, however the patient consent for product analysis was not received; therefore, no physical or visual analysis of the product could be performed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(6), batch: 351710.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing reoccurrence of pre-existing pain due to high impedances on the lead. The patient was also experiencing pain at the implantable pulse generator (ipg) site as the ipg was superficial. Reprogramming of the lead was performed but the issue remained. The patient underwent a revision to replace the lead and reposition the ipg. The patient was doing well postoperatively.